Event description:
It was reported that the patient went to the emergency department and an interrogation of their device was performed. Upon review of stored episodes, it is suspected that the device delivered inappropriate therapy for af (atrial fibrillation) with rvr (rapid ventricular response). It was noted that some irregularity was seen with v-v (ventricle ¿ ventricle) intervals, no morphology match. There were also non-sustained episodes and episodes classified as svt (supra ventricular tachycardia). The device remains in use. No further patient complications have been reported as a result of this event.